Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent partial deployment occurred. The target lesion was located in the iliac vein. A 16x90/9fr,75cm wallstent(tm) was advanced for treatment. It was noted that the stent partially deployed and would not fully deploy. The stent was not able to be re-constrained, but the physician was able to remove the partially deployed stent through the sheath. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.